Event description:
Describe event, problem, or product use error: (B)(6) pncm- parenteral nutrition case management reported that the patient just had a pump sent out and now needs to be replaced. Patient turned pump on and shows "motor stalled," and will not work. Pump serial number is (B)(6). Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No if yes, was any medical intervention provided? No. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Unknown. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved; pump replaced. No further information provided. Frequency: daily for 2 days every 6 weeks. Indication: dermatopolymyositis, unspecified, organ involvement unspecified.